Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during device preparation of a mitraclip clip delivery system (cds), the gripper functionality was checked. One of the grippers could not lower properly. Troubleshooting was performed and the issue persisted. The device was replaced. The procedure was completed without any issues.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported single gripper actuation issue during device preparation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that during device preparation of a mitraclip clip delivery system (cds), the gripper functionality was checked. One of the grippers could not lower properly. Troubleshooting was performed and the issue persisted. The device was replaced. The procedure was completed without any issues.